Event description:
It was reported that the patient received inappropriate shocks due to t-wave over sensing. The device was explanted and replaced. The right ventricular lead is still in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave over sensing. The device was explanted and replaced. The right ventricular lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.